Event description:
Customer complaint reads: "doctor found the tube deformed during use, the inner walls were almost flatted, ventilation was severe impacted, patient was threatened by this defect." (Continued) "doctor handle this situation in time so that no serious harm was occurred."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided photos; however, the actual sample is needed to perform a proper investigation. The customer did not provide a lot number; therefore, a device history record review was performed on a potential lot number (73c1800573). No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information received by teleflex from the customer states no device or other detailed information is available regarding this event.

Event description:
Customer complaint reads: "doctor found the tube deformed during use, the inner walls were almost flatted, ventilation was severe impacted, patient was threatened by this defect." "Doctor handle this situation in time so that no serious harm was occurred."